Event description:
Manufacturer rec'd info indicating that a pt underwent generator replacement surgery due to "skin erosion over generator, fibrous capsule with pain around the generator site". During the surgery, a new generator was implanted in a deeper pocket. Follow up attempts to clarify why a new generator was implanted instead of re-implanting the existing generator were unsuccessful to date.